Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 296mg/dl. Bg was treated with intravenous fluids of saline. At the time of the report with tandem technical support (cts), the customer was still in the ER. System check with cts confirmed the pump was functioning as intended.